Event description:
A malfunction alarm occurred, and the customer's blood glucose level exceeded 500 mg/dl, although the specific value was not known and displayed as "high." The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). Technical support provided assistance with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.